Event description:
It was reported that the manufacturer representative conducted a physician mode recharge (pmr) for an overdischarged battery. Following the recharge the physician programmer indicated that the battery needed to be charged. It was noted that the ins needed to be charged to 25% full before it could be interrogated with the physician programmer. The representativeplanned to let the patient recharge for an hour before re-interrogating. It was later reported that the patient experienced telemetry issues and an ins overdischarge was suspected. The patient had not been using stimulation as it was unsatisfactory. It was noted that the patient had been going to a clinic that was closing so there was an interruption in her care. It had been about 7 months since the patient last felt stimulation. A manufacturer representative conducted an hour long physician recharge mode and the ins still did not respond. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 3487a-45, lot# j0519613v, implanted: (B)(6) 2007, product type lead; product ID 377845, lot# v019174, implanted: (B)(6) 2007, product type lead; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2007, product type extension; product ID 3708260, serial# (B)(4), implanted: (B)(6) 2007, product type extension; product ID 3487a-45, lot# v015146, implanted: (B)(6) 2007, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).